Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reports taking novolog based on result of 305 mg/dl obtained on the advantage system while using comfort curve test strips. Customer states 10 minutes later she had low blood glucose symptoms; customer's spouse attempted to treat her with a glass of orange juice, but she had passed out. Emergency medical technicians (emts) were called; in the meantime customer regained consciousness and was able to consume the orange juice. Customer was taken to the hospital by the emts and underwent a stress test while in the emergency room (ER). Customer was admitted to the hospital for 4 days; subsequent blood sugar results were not provided. Requested return of suspect device however customer no longer has the test strips; replacement was sent.